Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure was to treat a non-calcified lesion in the lad. The voyager was inflated to 4 atm, but during the second inflation to 6 atm, the balloon ruptured. The voyager was exchanged for new one and the procedure continued without issue. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing materials, interactions with the other devices, patient anatomy, lesion calcification and tortuousity, or insufficient preparation prior to use. Though it was reported that there was no calcification in this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices, such that the balloon ruptured upon the second inflation. Unfortunately, without the returned device for analysis, a conclusive root cause for the balloon rupture could not be determined.